Event description:
It was reported that the patient experienced sick sinus syndrome, the atrial lead exhibited loss of capture during implant. The lead was not used and a new lead implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.